Event description:
It was reported that the insulin gauge was inaccurate resulting in an empty cartridge alarm which resulted in a blood glucose (bg) level of 22 mmol/l and a trip to the emergency room (ER). In the ER, customer received intravenous fluids of saline and insulin to resolve the bg. Customer was released from the hospital the same day with no permanent damage sustained.